Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of urinary tract infection, right renal stone, and peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On an unreported date, the patient experienced a urinary tract infection, right renal stone and peritonitis. On (B)(6) 2012, the patient was hospitalized for the events. On an unreported date in (B)(6) 2012, the patient underwent a surgery to remove the kidney stone and right kidney. On (B)(6) 2012, the patient was treated with cefepime, ip three times per week for peritonitis. On (B)(6) 2012, the treatment with cefepime was stopped. The cause of peritonitis was unknown. The patient was retrained on pd therapy. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.